Manufacturer narrative:
(B)(4). Method: the opt546 adult nasal cannula was returned to fisher & paykel healthcare in (B)(4) for evaluation and was visually inspected. Result: visual inspection revealed the nasal cannula was broken at the right hand headgear connection point. A lot check revealed no other complaints of this nature for lot number 130724. Conclusion: the damage observed was most likely due to the over-tightening of the head strap during application of the mask. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt546 adult optiflow cannula had snapped while being fitted to a patient's face. No patient consequence was reported.